Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Infection - vagina [vaginal infection]. Tampon piece broke off inside me. Had it removed [foreign body in reproductive tract]. Tampon piece breaking (inside of me), fibers fell out in my hand [device breakage]. Case narrative: consumer reported via e-mail that the tampon broke off inside of her. No serious injury reported.